Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no anomalies. The device was returned with the capsule still attached to the delivery system. The white plunger clip was still in place and the battery clip and soaker bulb were missing. The analyst was able to depress the plunger and rotate it and the capsule released.